Event description:
It was reported that patients spinal cord stimulation lead had migrated and was not able to get enough pain relief. The patient underwent a spinal cord stimulation lead and ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: (B)(6) additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI: upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: (B)(6).